Event description:
It was reported that the customer was hospitalized and passed away while wearing the infusion set. It was reported that the customer's doctor tested the insulin pump and it was functioning properly. It was also reported that there were many variables to the situation. The distributor requested that the infusion set be analyzed. Despite several attempts, no further details or customer information could be attained. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.